Manufacturer narrative:
Findings: unit passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Unit received with blank display due to corroded battery cap (p) contact; tested with a test battery cap and unit powered on properly. Motor error alarmed during basic occlusion test and a33 alarmed during seating due to loose/protruded drive support disk noted. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker, missing drive support cap sticker, stained address/serial number label, peeling address/serial number label and cracked lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 242 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 242 mg/dl. The customer treated the high blood glucose.